Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the reference electrode, part number mu919700 to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. Customer phone #: (B)(6).

Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneously high ion-selective electrode (ise) patient results. There was no change in patient treatment, injury, or death associated with this event.